Event description:
It was reported that the patient's device is infected and will need to be removed. It was reported that the patient has undergone 3 surgeries since implant due to the infection. The patient was referred to surgeon. The patient later underwent generator and lead explant. It was reported that the infection was in the generator pocket and all along the lead. It is unknown if patient manipulation or trauma occurred that could have caused or contributed to the infection. Attempts for additional information will be made, but no information has been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.